Event description:
It was reported on (B)(6) 2019 that there was a repositioning procedure to correct the right ventricle lead dislodgment. During the procedure it could not be determined whether it was a lead problem, lead slack, sleeve fixation or other cause. A new lead was used to complete the procedure. No adverse health outcome was reported. It was indicated during the initial event notification that this lead will not be returned for analysis.